Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025, wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received.

Manufacturer narrative:
Corrected: h6 - health effect - impact code. Corrected: d6b - explant date.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during a surgical procedure to address ipg issue (related manufacturer reference number: 3006705815-2021-04522), there were high impedances on the lead. As a result, the procedure was aborted and further surgical intervention may be pending to address the issues.